Manufacturer narrative:
Product analysis: analysis found that the battery contact of the battery compartment of the analyzer was broken. The device is awaiting repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer that was returned as an associated device subsequently tested out of specification during manufacturer analysis. There was no patient involvement.